Event description:
A consumer reported via a manufacturer representative that after an implantable neurostimulator (ins) replacement, the new ins eroded through the patient's chest. The patient needed to have an emergency revision to fix the issue. After the revision, the issue was resolved. The patient was alive with no injury.